Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the heart rate (hr) was not showing on the sector. No adverse event was reported.